Manufacturer narrative:
On (B)(6) 2020 sunrise medical regulatory followed up with (B)(6) in an attempt to gather additional information regarding the house fire. (B)(6) stated the end user was in hospice care at the time, but there was no additional information regarding the fire. (B)(6) said the fire report has not been released as this is still an ongoing investigation. It is currently unknown if the end user was in the wheelchair at the time of the fire or if the chair had anything to do with the fire at all. (B)(6) is not sure if the ongoing investigation is being performed by the fire department or another investigative agency. This was all the information the dealer could provide at this time. Although the root cause of the fire is unknown and there was no previous report of a malfunction or defect made against the wheelchair, sunrise medical has decided to file the MDR due to a death being involved. If and when additional relevant information is provided from the investigation, a follow up report may be submitted by sunrise medical. No further investigation will be performed by sunrise medical at this time.

Event description:
Per dealer, (B)(6), on (B)(6) 2019 the end users home caught on fire. The end user passed away on (B)(6) 2019 as a result of the fire. The wheelchair was also damaged in the fire. The cause of the fire is under investigation and the chair will not be released. Per (B)(6), monroe wheelchair had not been contacted for any service calls or repairs for this chair prior to the incident.